Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while preparing for insertion, a guide sleeve from the t-handle remained on the intra-aortic balloon (iab) membrane and could not be pulled off. The iab could not be inserted. A new iab was inserted without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior. One retainer tube was returned over the catheter tubing. The retainer tubing was able to be remove without any damage to the iab. Additionally one kink was found on the catheter tubing and inner lumen near the y-fitting approximately 73.9cm from the iab tip. The retainer tube was evaluated and found to be within dimensional specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The evaluation confirms the reported problems. We are unable to determine how this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).